Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. Device history record review was performed. No nonconformance reports or other abnormalities during the assembly of related lot were found. Based on this, is concluded the product involved met specifications.

Event description:
A peritoneal dialysis patient reported the cycler alarmed during drain 4 of 5. Patient cancelled treatment, opened the cycler door, removed the cassette and noticed fluid leaking from the cassette. The sample is available for return. During follow up, the patient reported that there were no adverse events. The patient¿s effluent remained clear. The patient notified his peritoneal dialysis nurse of the event. It is unknown if the patient was prescribed antibiotics as a precaution. There are no adverse events reported at this time.

Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis patient reported the cycler alarmed during drain 4 of 5. Patient cancelled treatment, opened the cycler door, removed the cassette and noticed fluid leaking from the cassette. The sample is available for return. During follow up, the patient reported that there were no adverse events. The patient's effluent remained clear. The patient notified his peritoneal dialysis nurse of the event. It is unknown if the patient was prescribed antibiotics as a precaution. There are no adverse events reported at this time.